Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced stimulation in the wrong location, causing pain and discomfort at the implantable neurostimulator (ins) location. It was also reported that the patient's percutaneous leads had moved. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patients ins was in an overdischarge condition and had not recharged his device in over 12 months. He also had not felt the stimulation from the device in over 12 months. It was clarified that the leads had migrated down about 2 to 3 weeks after implantation (per fluoroscopy). It was also reported that patient's ins lost the ability to hold a charge about 6 months after implantation. It was also noted that the patient had lost a leg and ended up falling. The patient had a follow up appointment with the company representative on (B)(6) 2012. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that implantable pulse generator was out of discharge. Patient was able to use his system. There were no further problems. Patient was receiving effective stimulation.